Event description:
Event description guidant received information that the patient with this implantable right ventricular lead presented to the clinic with a loss of capture and high impedance measurements (>2500 ohms). It was noted that the patient had gone sky-diving the day the impedance measurements had increased in daily measurements. During the lead revision procedure, the lead was observed to be fractured near the clavicle. The distal portion of the lead was surgically abandoned. A new lead was successfully implanted. No adverse events were experienced by the patient as a result of the fracture.